Event description:
The customer reported that the system displayed a dark image on the left live fluoro monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). There were multiple problems with the unit. The ge service rep observed monitor communication errors, dark images, no image on both monitors, and xrc errors to the c-arm. He replaced the above parts. The system operates as intended.